Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported event with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. (B)(4)

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) male patient with advanced parkinson&#62688;disease who had mild to moderate preoperative dysphagia and who suffered repeated aspiration pneumonia and worsening parkinsonism postoperatively died three months after surgery. It was stated the death was due to aspiration pneumonia.&#63497;it was noted the death was "associated with dbs." Further information has been requested; a supplemental report will be filed if additional information is received.